Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the spike broke off during impaction of the spike arm.

Manufacturer narrative:
Device was received with complaint for an evaluation. Visual inspection of the returned component confirmed that the long spike had fractured off. The fractured spike was not returned (note that the per states no foreign bodies were retained by the patient). Hardness was conforming to print specifications. Review of the device history records and receiving inspection report identified no deviations or anomalies. This device is used for treatment. Per the instrument care and special precautions package insert, breakage can occur with items subjected to high loads and/or impact forces. Instruments should be carefully inspected before each use. This device was manufacturing in october 2000, with an approximate field life of 15 years 5 months, and has been used in an unknown number of surgeries. It appears that the spike arm fracture was due to wear and tear from use.